Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the roller was damaged on the end where the ratchet connects and the ratchet was stuck on the roller. The roller was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle on the mesher locked and would not turn the reel without pulling the handle off after each turn and replacing. The event occurred during surgery on an unknown date. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Event description:
It was reported that the mesher required repair as the handle on the mesher locked and would not turn the reel without pulling the handle off after each turn and replacing. Event occurred after putting one meshing board through. There was no reported patient harm, or delay. Another mesher had to be opened. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone: (B)(6) g2 foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not yet returned.